Event description:
A patient reported that they had been treated for laser vision correction and their treatment resulted in an overcorrection. The patient further reported that as a result they are experiencing several issues including blurred vision, headaches, dry eyes, vitreous floaters, depression, anxiety and constant fatigue. Patient's preop refraction, od -3.75/-0.74 at 103 os -3.75/-0.50 at 80. Patient's postop refraction, od +0.75/-0.50 at 180 os +1.00/-0.25 at 165.

Manufacturer narrative:
The calibration card was inspected and the plastic passed all specifications however a large artifact was visible at the bottom of all cuts. A review of the calibration findings by an amo medical monitor noted that it is unlikely that this artifact would result in an overcorrection. The artifact should have been visible to the operator during the daily calibrations of the laser system. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A review of the customer records was conducted and the results revealed that this event was not previously reported to amo by the clinic, the doctor or the distributor. The distributor was contacted and they indicated that this event was never reported to them. In addition there are no records of the clinic requesting service on the equipment on or near the time of the patient's treatment in 2010. All pertinent information available to amo has been submitted.